Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right profunda in the superficial femoral artery (sfa) bifurcation was attempted with two proglide devices using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 14f sheath and the tavr procedure was completed. Reportedly post-procedure, the first knot was advanced without issue. The second knot was advanced inside the vessel. Bleeding (oozing) continued. A non-abbott closure device was used. An angiogram was done after closure and it was observed that the profunda was fully occluded as the second knot was on the medial wall of the profunda attaching to the sfa wall. A surgeon was called in and a cutdown was done to restore flow and achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. Reportedly, the proglide device was used in the superficial femoral artery. It should be noted that the electronic perclose proglide instructions for use (IFU) states: do not use the perclose proglide suture mediated closure system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of occlusion is listed in the proglide IFU as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.